Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the site took a 2d spin without issue. When the site went to take a second 3d spin, both the image acquisition system (ias) and mobile view station (mvs) displayed a gantry error. Issue persisted after rebooting both the image acquisition system (ias) and mobile view station (mvs). This issue occurred intra operatively and no additional information was provided.

Manufacturer narrative:
Medtronic representative went to the site to test the imaging system and staff brought it to another room and system performed fine. Logs have been taken for investigation. Problem could not be duplicated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Imaging system being used during a spinal fusion procedure caused less than 1hr surgical delay. No impact to the patient outcome.